Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation did not identify a product problem. Due to the limited information, the cause of the event could not be determined.

Event description:
There was an allegation of a questionable total protein urine/csf gen.3 result for a urine patient sample tested on the cobas 4000 c311 stand alone system. The initial result was 280 mg/l. The repeat result was 67 mg/l.